Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During procedure, the physician activated the dynaglide mode; however, the speed remained fast. Furthermore, the rpm screen was black and not indicating the speed. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The console powered up but failed the rotablator functional feature test due to damage to turbine knob. The knob was rotating but the potentiometer was also rotating with it. On investigation of turbine knob, the knob was removed and it was found that the locking nut that holds the potentiometer in place was loose. The final parts of the rotablator functional feature test were unable to be completed due to the requirements for the knob to be turned fully counter-clockwise. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During procedure, the physician activated the dynaglide mode; however, the speed remained fast. Furthermore, the rpm screen was black and not indicating the speed. No patient complications were reported.